Event description:
Provider states the unit will not alarm nad invacare tech gave part number to replace the on/off switch. Provider did not have the name of whom he spoke with. Unit is a rental 6345 hours.

Manufacturer narrative:
No end user information provided. A follow-up will be sent if additional information is received.